Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during jejunal resection in a laparoscopy-assisted distal gastrectomy, malfunction occurred at the fourth firing. When the nurse operated the power handle, there was no problem with the calibration and indicator display. (The three status indicators all illuminated green.) The surgeon confirmed the fire mode and pressed the blue close/fire button, but the firing did not advance. The blue status indicators did not illuminate. The surgeon said that because the jejunum was clamped, it was unlikely that the tissue was out of the device applicable scope. The procedure was completed with another device. There was no patient injury.